Event description:
Related manufacturer reference number: 2017865-2020-19060. It was reported that the right atrial lead exhibited over-sensing and the right ventricular lead exhibited low impedance. The physician decided to programmer the pacemaker to off. The patient was not in need of pacemaker support because the heart rate was stable with the pacemaker programmed to ¿pacing off¿. On (B)(6) 2020 the entire system was explanted. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited over-sensing and the right ventricular lead exhibited low impedance. The physician decided to programmer the pacemaker to off. The patient was not in need of pacemaker support because the heart rate was stable with the pacemaker programmed to ¿pacing off¿. On (B)(6) 2020 the entire system was explanted. There were no patient consequences.